Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely elevated cardiac troponin I (ctni) patient sample result obtained on a dimension vista 1500 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (ctni) patient sample result was obtained on a dimension vista 1500 system. The discordant result was reported to the physician(s). A new sample was drawn from the same patient, processed on the same instrument, and a lower ctni result was obtained. The original patient sample was then reprocessed on the same instrument and a lower ctni result, considered correct, was obtained. A corrected report was issued. The customer stated that the patient was admitted due to the elevated ctni result, but no treatment was performed based on the original result. There are no known reports of adverse health consequences to the patient due to the hospitalization or discordant falsely elevated cardiac troponin I (ctni) result.

Manufacturer narrative:
Additional information (26-jan-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc has reviewed the instrument data and the information provided by the customer. Quality control and calibration results were within the customer's expected ranges. No issues were noted with other patient samples. No process errors were found during the patient sample processing time. A product non-conformance was not identified with the ctni assay or the dimension vista 1500 system. The cause of the event is unknown. The system is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00022 was filed on 26-jan-2022. Correction: hsc has identified that the original patient sample (B)(6) was reprocessed on an alternate dimension vista system s/n (B)(6) where, a lower cardiac troponin I (ctni) result <0.015 ng/ml, considered correct, was obtained.